Event description:
It was reported that the pump suddenly stopped working during infusion and an error message displayed on screen. The pump was switched. There was no reported patient injury.

Event description:
Additional information received via email from customer and attached by smiths medical in complaint on 12-nov-2021: attributes have been updated with the following: did the product issue cause or contribute to patient or clinical injury? - no if yes, was any medical intervention provided? Please explain. - n/a concomitant medical products and therapy ? N/a what is the outcome of injury, if any? ? N/a patient information (initials, date of birth, gender, weight, ethnicity) - n/a did this issue occur during infusion or prior to use? ? During infusion if occurred during use how did the patient receive the remaining infusion volume? - syringe was moved to a new pump was the infusion life-sustaining? ? No is product being returned? If not- why? - it is being sequestered for smiths on-site review was event reported to FDA? If so, what is the report number? ? Not yet

Manufacturer narrative:
Other text: additional information provided in b5. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation., corrected data: corrected information provided in h6.